Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 310.509; lot: 7968036; part manufacture date: june 29, 2012; manufacturing location: bettlach; part expiration date: n/a; nonconformance noted: n/a a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Customer quality investigation: actual device was not returned. Visual inspection performed at customer quality on the returned device image in complaint file attachment observed a broken drill bit. The drill bit was observed to be broken near the transition from solid shaft to fluted tip. No further issues were identified. The condition in the photo agrees with the complaint description. Device history record (DHR) review: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Document and specification review: a review of the drawing revision at the time of manufacture through current design drawing revision was performed. No design issues were noted that would contribute to complaint condition. Conclusion: a definitive root cause for the drill bit breaking could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Physical manufacturer device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, patient underwent an orthopedic procedure. During the procedure, the drill bit broke while drilling through the mesh plate into the patella, proximal to distal. Another drill bit that was included in the set was used. A hall drill without guide into a mesh plate was also used or customized to repair a comminuted patella. There were fragments generated from the broken device that were easily removed without additional intervention. The procedure was successfully completed with no surgical delay. Patient outcome was not reported. Concomitant medical product: mesh plate (part: unknown, lot: unknown, quantity: 1). This report is for a 1.8mm drill bit with depth mark. This is report 1 of 1 for (B)(4).